Manufacturer narrative:
Returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is separated 43cm from the tip. There are multiple kinks along the shaft. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found confirmed the reported separation.

Event description:
It was reported that tip detachment occurred requiring additional intervention. The patient was presented with vascular intermittent claudication and underwent endovascular therapy. The 99% stenosed target lesion was located in the moderately tortuous iliac vein. After the epic stent was placed, a 7.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the procedure, the device was separated inside the catheter at about 5cm distal from the guidewire lumen. The separated fragment was recovered by an en snare. The procedure was completed and there were no patient complications nor injuries reported.

Event description:
It was reported that tip detachment occurred requiring additional intervention. The patient was presented with vascular intermittent claudication and underwent endovascular therapy. The 99% stenosed target lesion was located in the moderately tortuous iliac vein. After the epic stent was placed, a 7.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the procedure, the device was separated inside the catheter at about 5cm distal from the guidewire lumen. The separated fragment was recovered by an en snare. The procedure was completed and there were no patient complications nor injuries reported.